Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the tubing separated from the smartsite y-body during an infusion of fentanyl causing the medication to leak onto the floor. There was no report of patient harm. An unused set was obtained and the tubing separated from two of the three smartsite y-ports when removed from the package.

Manufacturer narrative:
The customer¿s report that the tubing separated at the smartsite y-body and leaked was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the smartsite inlet port near the distal male luer. Examination under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement. Functional testing was deemed unnecessary due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue of insufficient solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported the tubing separating from the smartsite y-body during an infusion of fentanyl causing the medication to leak onto the floor. There was no report of patient harm. An unused set was obtained and the tubing separated from two of the three smartsite y-ports. The event date was (B)(6) 2018.